Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of a serious injury last (B)(6) 2017. The customer came down with flu symptoms. His ketone levels went up and he was then brought to the hospital. The customer's blood glucose level during the incident was 480 mg/dl. The customer did a manual injection before he was brought to the hospital to treat the high blood glucose. The customer is still currently admitted in the hospital. The customer stated that they were doing better but then their blood glucose levels went up. The customer's blood glucose level was 400 mg/dl when he woke up. The customer took 30 units with the insulin pump. The customer's blood glucose had gone down to 180 mg/dl but then began to go back up. The customer's most recent blood glucose level was 283 mg/dl. The insulin pump passed troubleshooting. The customer stated that the high blood glucose levels were most likely caused by site issues and he would change the set once he is home. The device will not be returned.